Event description:
It was reported that (1) device was used during a left hemicolectomy. It was reported by the affiliate that during ligature of inferior mesenteric vein, the surgeon fired the first clip for loading out of abdomen. Then inserted an er420 into the trocar, grasped the vessel between the jaws and fired. The clip did not close well (it was open in the proximal part). Also the clips did not go forward automatically and stuck one onto the other. Another device was used to complete the case. There was no consequence to the pt. The device has not been returned from the hosp.